Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue of infusion set cannula being bent on 2024 and the patient was getting sick to her stomach, the patient was taken to the hospital on the night of 2024 at 9 pm and remained hospitalized for 3 hours due to high blood glucose level of 576 mg/dl. The patient was treated with manual injection/ long acting insulin intravenously. The site of insertion was at abdomen and had the set for 5 or 6 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.